Manufacturer narrative:
Updated data: b5, h6 corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the baseline transthoracic echocardiogram (tte) noted a transcatheter aortic valve mean gradient (mgv2) that measured 4.03 millimeters of mercury (mm hg). The aortic valve area (ava) measured 3.12 centimeters squared (cm2). The max aortic valve velocity (v2) measure 1.51 meters per second (m/sec). Severe total and transvalvular aortic prosthetic regurgitation and mild tricuspid regurgitation (tr) was identified.

Event description:
Additional information received indicated that hospitalization for 1 day was required as result of the revision.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter aortic bioprosthetic valve, mild paravalvular leak (pvl) was noted after the index procedure. Approximately eight years and four months following the implant of this valve, it was identified that the valve failed. Structural valve deterioration with severe hemodynamic valve deterioration (hvd) specified as a new occurrence or increase of >=2 grades of intra-prosthetic aortic regurgitation (ar) resulting in >=severe ar. Approximately one month later, heart failure and hemodynamic instability of aortic insufficiency (ai) was reported. Reintervention of the aortic valve was required. Valve-in-valve procedure was performed and a second transcatheter aortic valve (tav) was implanted. The second valve was a non-medtronic device.